Event description:
It was reported that this right ventricular (rv) lead exhibited low sensing amplitudes. No adverse patient effects were reported. This rv lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).